Event description:
Customer requested inspection of the ventilator device. The customer stated a patient expired. The customer has been contacted to obtain further information. At this time, there is no allegation from the customer that the ventilator device malfunctioned and caused or contributed to the patient's death.